Event description:
It was reported that left ventricular (lv) lead presented oversensing.

Event description:
It was reported that left ventricular (lv) lead presented oversensing. Technical services (ts) was consulted and suspected the lead had pulled back in the vessel. Later on, the lead was turned off sensing. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem.